Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that upon opening the package for a stopcock a defect was noticed. The plastic threading on one end had a hole in it. The stopcock was not used. There was no patient involvement in this event.